Event description:
It was reported that the device exhibited an error 1836. Patient was not affected. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: a service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months. No product was returned; however, the pumps operators manual indicates see user manual section references that the pump will alarm with various error codes which indicates a potential problem with the pump. The user manual also states section watching power up if an error code appears, the pump should be removed from use and returned for service. The pump would need to be returned and investigated to determine if it was operating properly. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. Product is beyond a years from manufacture date of 14oct2014 and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service previously.